Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the pt requiring surgery to control bleeding. Outcome bleeding controlled. Pt still remain in the unit. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convate inc's complaint handling and CAPA procedures.

Event description:
It was reported that a (B)(6) female pt was admitted on (B)(6) 2014 with an acute myocardial infarction (mi). Fms was inserted on (B)(6) 2014, because of open wound and loose stolls. Medical doctor (md) noted hemorrhoids and ordered fms. Hemorrhoids began to bleed at the anal ara on (B)(6) 2014 with uncontrollable bleeding on (B)(6) 2014. Fms was discontinued on (B)(6) 2014 and pt was taken to the operating room for tissue repair at which time the bleeding was controlled.